Event description:
New information received notes that patient presented for right ventricular (rv) lead explant. Increase in pacing as well as defibrillation impedance was noted on the right ventricular lead. Increased capture threshold was also noted. During surgery, rv lead was found to be extremely calcified and was not able to be explanted. The lead was capped and replaced on (B)(6) 2020. The patient was recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for right ventricular(rv) lead replacement due to high voltage impedance and decreased sensing of r waves. High capture threshold and noise was also noted on rv lead. The procedure was not performed because on non availability of appropriate blood. The lead revision was rescheduled. The patient was stable.